Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a right superficial femoral artery. The 7.0x150mm absolute pro ll self-expanding stent system (sess) was advanced to the target lesion without resistance. During deployment, the thumbwheel became difficult to move and the stent implant separated after 1cm of deployment. The distal portion of the stent was implanted. A non-abbott stent was implanted at the same target lesion. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to filing the initial report, the following additional information rwas received: per the physician, the friction of the delivery catheter members, caused by the angulation, made the system heat up. The stent broke because of the length of the lesion and tortuosity. No additional information was provided.

Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported difficulties were confirmed on the returned unit. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined that the reported difficulties were likely due to case circumstances. In this case, the cause for the deployment failure and thumbwheel no longer being able to rotate was determined to be the result of the outer member separation at the distal end of the shuttle. Because the outer member was separated, this allowed the thumbwheel to rotate fully until the shuttle reached the proximal end of the handle preventing any further rotation. The outer member separation likely occurred due to the attempt to rotate the thumbwheel with force against resistance. The reported difficulty of friction with the delivery catheter shaft members, caused by the angulation, making the system heat up was likely the result of the distal shaft being kinked or entrapped with the anatomy preventing movement of the shaft lumens. Continued force likely caused the outer member to separate. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.

Manufacturer narrative:
Exemption number e2019001. Visual and functional analysis was performed on the returned device. The reported difficulties were confirmed on the returned unit. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined that the reported difficulties were likely due to case circumstances. In this case, the cause for the deployment failure and thumbwheel no longer being able to rotate was determined to be the result of the outer member separation at the distal end of the shuttle. Because the outer member was separated, this allowed the thumbwheel to rotate fully until the shuttle reached the proximal end of the handle preventing any further rotation. The outer member separation likely occurred due to the attempt to rotate the thumbwheel with force against resistance. It is likely that the distal shaft was kinked or entrapped with the anatomy preventing movement of the shaft lumens and continued force likely caused the outer member to separate. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.